Event description:
Senseonics was made aware of an incident where the customer experienced a hypoglycemia event on (B)(6) 2023 at 09:43 pm. The customer reported that sensor glucose (sg) was 125 mg/dl where as the measured blood glucose (bg) value was 58 mg/dl. The customer complained of not receiving a low glucose alert when measured bg value was low and the sg value did not cross below the low alert threshold that was set at 65 mg/dl. The customer self resolved the issue by eating something.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, the reported event on (B)(6) 2023, displayed temporary mismatch between the calibration entry of 58 mg/dl and sensor reading of 121 mg/dl at 9:43 pm cet. The calibration entry was marked suspicious and the system prompted for an additional calibration 1 hour later. However, the additional calibration was not entered. A further analysis of the sensor raw data revealed a shift in signal and reference channel measurements, which could be due to a potential impact at the insertion area. This shift caused a temporary deviation in the sensor performance affecting the sensor inaccuracy. Following the reported event, the sensor performance returned back to normal and the system started to display better agreement between sensor readings and fingerstick measurements. The customer has not reported any further issues and the current system performance is within expectations. No further investigation was found necessary for this complaint.